Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was empty and they trying to change it but not able to get piston to rewind. Customer's blood glucose level was 303 mg/dl. Customer assisted with delivering a bolus. The insulin pump will not be returned for analysis.